Event description:
The facility reported a colleague infusion pump which expereinced failure code 818:02. It is unknown when or at what point in the process, this condition occurred. Device evaluation determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 818:02 and determined the root cause to be a defective pump head module assembly. The pump head module assembly was replaced to repair the reported condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.